Manufacturer narrative:
(B)(4). The reported failure of "unit display was missing segments" was verified. Poor connection between display flextail and j8 on the user interface printed circuit board (ui pcb) . Complaint trends will continue to be monitored.

Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
The reporter stated the n65 pulse oximeter display was missing segments. There was no patient involved.